Manufacturer narrative:
B3: month and day of event are unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. Upon further investigation, the upstream occlusion (uso) seal was found to be buckling and the downstream occlusion (dso) seal was delaminating. The uso and dso seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a damaged battery compartment. There was no patient involvement. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.